Event description:
It was reported that the pacemaker-dependent patient who experienced pre-syncopal dizziness presented in the emergency room. Upon interrogation, the pulse generator exhibited inappropriate automatic mode switch due to oversensing on both right ventricular lead and right atrial lead. The noise was reproducible with isometrics in the clinic, and all other electrical measures were normal. Programming changes had been made. The patient was stable after reprogramming.